Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It appears possible that the instrument may not have been fired through a complete firing stroke or possibly that the anvil was not fully seated onto the instrument. This is evidenced by the breakaway washer being returned uncut but with a slight indentation around the entire circumference. It should be noted that to ensure that the anvil is mounted correctly onto the trocar, the orange tying area must be visible and a click will be felt when the anvil is secure onto the trocar. This will ensure proper formation of the staples and a complete cut of the donuts. The instrument was reloaded and fired. It fired and formed the staples as designed around the entire staple ring with an acceptable cut on the test media and the breakaway washer. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
The device was used during a low anterior resection. It was reported that when the firing trigger was squeezed all the way, a crunch was not heard or felt (washer was not broken). The staples only partially formed on distal bowel. It was difficult to remove the cdh, anastomosis was ripped out. The proximal donut was well formed. Fortunately, there was enough distal bowel to fire another stapler. There was no pt consequence.